Event description:
Developed a hernia after abdominal muscle mesh implanted. In 2008 went through abdominoplasty. Ever since the surgery, I was in pain (extreme pain). I complained to my doctor but he just told me that it takes time to heal. The doctor told me that it would take 18 months to heal, but 2 years later I called him back because I was still suffering from pain and he just told me it could take longer to heal. I didn't call him back and chose to seek medical care on my own. I didn't have this procedure to look good. This procedure was medically necessary due to chronic back pain. I sent some extra information in case you want to know something else.